Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with antiseptic solution, improperly closing the surgical site, and using inappropriate tools have been ruled out as potential causes. However, multiple tunneling attempts were performed between the two incisions which may have contributed to the reported issue. The stimulator is used to treat pain. The cause of the reported issue is due to a surgical issue as multiple tunneling attempts were performed between the two incisions (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their incision site was red and swollen. Antibiotics were prescribed as a result of potential infection. At the patient's follow-up visit on (B)(6) 2024, there was no redness, swelling, or tenderness and they were cleared to wear their device.